Event description:
Customer claims there's zipper damage to the canopy side panel and that the teeth are not aligned. There was no patient injury reported. Evaluation for the returned product shows that panel side b: window zipper slider body is open.

Manufacturer narrative:
(B) (4). Zipper damage. Evaluation: results: evaluation for the returned canopy shows that the panel side b window zipper slider body is open. The canopy window zippers are aligned correctly. (B) (4).